Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated that the patient experienced pain at the sensor insertion site. There was a red bump, like a marble-like ball underneath the skin. The sensor was removed on (B)(6) 2018. On (B)(6) 2018 the patient¿s mother took the patient to the doctor for the skin reaction. The doctor determined that the patient had an abscess and prescribed clindamycin and mupirocin cream. At the time of contact, it was indicated that the patient was still treating the abscess. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites.